Manufacturer narrative:
The certas valve was returned for evaluation: failure analysis: the valve was visually inspected; the silicone housing was cut/torn around the siphon guard. The complaint was confirmed. The siphon guard was visually inspected; cut/scratch marks were noted on the siphon guard. The root cause for the issue reported by the customer " valve with siphonguard broken" was probably due to the cut/torn silicone around the siphon guard. The cause of the cut/torn silicone housing was probably due to "sharp or pointed object coming into contact with the silicone housing." The root cause for the cut/scratch marks in the siphon guard were probably caused by a sharp or pointed object coming into contact with the siphon guard.

Event description:
A facility reported a broken certas valve. No additional information is available.